Event description:
A female pt wearing a short arm wet or dry type cast developed maceration. The physician assistant gave the pt instructions as to how to care for the cast. When the pt came in to get the cast removed, he noticed that the stockinet was still wet and the pt had an infection. The skin was red with little white balls. He treated her infection with an oral antibiotic called keflex.

Manufacturer narrative:
The 3m scotchcast wet dry padding is a class I product. The pt info sheet provides instructions and precautions for cast care. If your physician permits you to get your cast wet, you must allow the cast and your skin to dry thoroughly before getting the cast wet again. If you experience maceration (i.e., softened, white or wrinkled skin), skin irritation, heat rash or pain, do not get the cast wet. If the cast is wet, a pt must allow the cast and the skin to dry thoroughly before getting the cast wet again to prevent maceration, skin irritation, heat rash (miliaria) and possible infection. A pt should be carefully instructed in the necessity of thoroughly drying the cast. Based on the info reported, 3m was not provided enough info to draw a conclusion if other factors contributed to the events. A 3m will provide an updated report when further info is available.